Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving an unknown drug with an unknown dose and concentration via an implantable pump for post lumbar laminectomy syndrome and spinal pain. It was reported there was a device event and/or adverse event that occurred in relation to an magnetic resonance imaging (MRI) scan. Actions taken was unknown. Event status was unknown. Event date was (B)(6). The patient's weight was (B)(6). No further complications were reported/anticipated.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study indicated that no adverse event occurred as a result of the MRI. No further complications were reported/anticipated.